Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the infusion set's tubing got detached at the quick release while the patient was sleeping and walking. The site location was belt on the side of abdomen. The infusion had been used for 1.5 days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Manufacturer narrative:
Patient city: (B)(6).